Event description:
It was reported that the pump sparked when being plugged into the charger and would become warm to the touch despite being in room temperature conditions while charging. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.